Event description:
Sternal closure, plates, screws and wire were implanted. Pt developed infection due to coughing spell. Dr. Performed revision surgery on (B) (6) 2008 (a few weeks after initial surgery) to remove implants as the sternum ripped away from the plates & wire.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.